Event description:
It was reported "after the catheter inserted into the patient, the pump the pump reported the helium loss alarm. Change the new catheter. After the catheter removed, the central lumen was broken". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted damaged, consistent with being broken at approximately 8.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the iabc bladder/helium pathway. No other visual damage or abnormali-ties were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be con-sistently pulled into the syringe. The attempt to flush resulted in the bladder inflation, which is consistent with the previously confirmed broken central lumen. The iabc was leak tested in ac-cordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 8.2cm from the iabc distal tip, which is the location of the previously noted broken central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 74cm from the iabc luer, which is the location of the previously noted broken central lumen. Some blood was noted. A device his-tory record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump reported the helium loss alarm" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which resulted in a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "after the catheter inserted into the patient, the pump the pump reported the helium loss alarm. Change the new catheter. After the catheter removed, the central lumen was broken". No patient injury or consequence reported. The patient's current condition is reported as "fine".